Event description:
The customer stated that the unit failed to deliver energy as set. The first shock set at 200 joules delivered at 180, the second shock set at 200 joules delivered 29. Third shock at 360 joules delivered 165. The pt did convert briefly after the first shock but did not survive. Pid run 3158 on the date of the event.

Manufacturer narrative:
The device has been received and additional time is required to complete the investigation. Upon device receipt and completion of the investigation, a supplemental will be submitted.